Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery due to incomplete fracture healing of the proximal femur following a proximal multi-fragment fracture on the right, treated with a long tfn and cerclage in (B)(6) 2024. During metal removal of the inserted tfna, a piece of metal measuring approximately 1 cm was found in the soft tissue below the helical blade. After removal of the tfna, the piece of metal was found to have broken off from the nail on the lateral wall above the entry point for the helical blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a break near the insertion hole. This type of breakage can be attributed to the user. The reported allegation can be confirmed. The broken fragment was returned for evaluation. Note: according to the surgical technique se_847003 rev. Af. Precautions: ¿ an image intensifier should be used during screw insertion to monitor positioning. ¿ assure that the guide wire is in place while inserting the tfna screw to prevent the cannulation from clogging, impeding an optional augmentation procedure. If the locking mechanism is not turned back 1/2 turn after initial tightening as described above, controlled collapse and compression of the fracture may not occur. Caution should be taken when using the compression nut with the pin wrench to avoid over-compression that could potentially cause the screw to lose purchase in the bone, especially in patients with poor bone quality a dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 r 130° l300 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument. Manufacturing date: 22-jul-2020. Expiration date: 01-jul-2030. Part number: 04.037.950s, 9mm/130 deg ti cann tfna 300mm/right ¿ sterile. Lot number: 62p5987 (sterile). Lot quantity: (B)(4). Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071269 rev e met all inspection acceptance criteria. Packaging label log (pll), lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 18531 supplied by jabil (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 62p5987. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿unclear part of nail found.¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. 23-jun-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 62p5987. No non-conformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.